Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. Upon revision, an empty reservoir was found, indicating fluid loss from the device. The physician suspected a hole; however, the medical staff did not find the hole microscopically. Therefore, the ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected, and leak tested. Microscope examination revealed that both cylinders had wear at fold in the proximal end and distal end of the cylinder. Both cylinders passed the leakage test. The pump was microscopically inspected, leak and functionally tested. Upon microscope observation, contamination (bodily fluid) was found within the pump. The pump passed the leakage test. To avoid damaging the test equipment, the pump was not functionally tested. The reservoir was microscopically inspected, and leak tested. The reservoir had a wear at a fold in reservoir shell. The reservoir passed the leakage test. Based on the information available and analysis results, the reported allegations of fluid leak, hole/perforation, and mechanical issue are unable to be confirmed. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working. Upon revision, an empty reservoir was found, indicating fluid loss from the device. The physician suspected a hole; however, the medical staff did not find the hole microscopically. Therefore, the ipp was removed and replaced. No patient complications were reported.